Manufacturer narrative:
(B)(4). The device history record of the product dp-48k batch number 74b1802583 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No nonconformance reports were originated for the lot in question that can be associated to the complaint reported. All materials used during the assembly met current specifications. The device history review shows that the product was assembled and inspected according to our specifications. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the surgeon experienced issues with the aortic punches multiple times during transplant procedures; there was tearing of vessels, but no injury to patient, no incident report was filed; surgeon has been using these since at least 2015 with no issues, but now concerned having issues with a couple lots of aortic punches now. Additional information indicates that there was vessel tearing with the current event. The vessel was repaired. The patient's condition is unknown.